Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a3b & a4: not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the omniwire was discarded, thus no returned product investigation was performed. Block h6: per the IFU precautions: in order to minimize patient risk, exercise caution when using the pressure guide wire in a stented vessel. When advancing or withdrawing the pressure guide wire in a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the pressure guide wire may become entangled in one or more stent struts. This may result in entrapment of the pressure guide wire, damage to the pressure guide wire and/or stent dislocation. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a therapeutic coronary procedure in a severely calcified rca. During use, resistance was encountered in the ostium of the rca and the guidewire got caught in a stent, resulting in tip separation. The separated portion was removed with a snare. The procedure was completed successfully with a non-philips wire. This adverse event and product problem is being submitted due to the tip separation requiring intervention (snare).